Manufacturer narrative:
The customer contacted siemens to report that a prenatal risk analysis software (prisca system) gave an initial risk of trisomy 21 (downs syndrome) of 1/1351 based on the immulite 1000 test results from (B)(6) 2019. The patient underwent a 3-dimensional b-ultrasound test that indicated a possible fetal malformation. The date of ultrasound testing was not provided. The patient underwent amniocentesis and results were provided on (B)(6) 2019. The test result of trisomy 21 was reported and accepted by the physician(s). The original patient sample was retrieved and retested (B)(6) 2019 due to the result of the amniocentesis test. The immulite 1000 test result data from (B)(6) 2019 was entered into the prisca system and a prenatal risk score of 1/563 was obtained. The original sample was retested on (B)(6) 2019 on an alternate immulite 1000 instrument. The immulite 1000 test result data from (B)(6) 2019 was entered into the prisca system and a prenatal risk score of 1/593 was obtained. Siemens investigated the prisca system and determined the variation in the prenatal risk score was due to the variation in the immulite 1000 test result data. Siemens evaluated the reagent lot release data for the estriol (ue3) reagent in use by the customer and found it was performing within specification. Siemens evaluated the reagent lot release data for the human chorionic gonadotropin (hcg) reagent in use by the customer and found it was performing within specification. Siemens was unable to rule out pre-analytical issues that could have contributed to the immulite 1000 test result imprecision. No instrument log files are available for evaluation and no patient sample is left over for additional testing. The cause of the imprecise alpha-fetoprotein test results is unknown. The instrument is performing within specification. No further evaluation of the device is needed.

Event description:
An imprecise alpha-fetoprotein (apf) test result was obtained from an immulite 1000 instrument. The initial result was reported to the physician(s). The same sample was repeated on a different date using the same immulite 1000 instrument and a test result that was higher than the initial test result was obtained. The same sample was then tested on an alternate immulite 1000 instrument and a test result that was lower than the initial test result was obtained. The repeat test results were not reported as corrected test results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the immulite 1000 instrument alpha-fetoprotein result imprecision.